Event description:
It was reported that the patient had the inflatable penile prosthesis replaced with a tactra penile prosthesis replaced due to pain. No further patient complications were reported.

Manufacturer narrative:
Corrected data: d1-4 device details changed from ams 700 to tactra per returned device upon receipt of this tactra malleable penile prosthesis at our quality assurance laboratory, the returned components underwent a thorough analysis. The tactra malleable penile prothesis was visually inspected and microscopic examined. Both cylinders were returned cut down to the maximum. No damage and no abnormalities were found upon inspection. Product analysis was unable to confirm the alleged clinical event of pain.

Event description:
It was reported that the patient had the inflatable penile prosthesis replaced with a tactra penile prosthesis replaced due to pain. No further patient complications were reported. The device returned for this event was a tactra device.